Event description:
It was reported that the insulin pump had issues with the keypad. The blood glucose reading was 144 mg/dl. The customer stated that the act button got stuck and was not allowing her to prime the infusion set tubing without having to repeat the prime process several times. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons noted. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.